Event description:
Vagal reactions and bruising at injection sites [vasovagal attack] injection site bruising [injection site bruising]. A pt who was introduced to novofine 30 needles in 2002 for type 1 diabetes, has experienced vasovagal attacks and intermittent bruising at injection sites since they began using the product in question. They also stated that they have passed out several times while administering their injections. They pass out as they insert the needle in their skin and they wake up a few seconds later. Their glucose levels are normal during the events. They usually administered their injections while sitting down, however, on one occasion (sometime in 9/2002) they administered their injection standing up, passed out and fell and hit their head. Three days later pt called their physician, who advised them to go to the emergency room. In the emergency room a CT scan was performed, which was negative and they were sent home without further treatment. Pt stated that they have a fear of needles and sometimes just the site of a needle will make them pass out. They have passed out frequently since they began insulin therapy in 1991. The man takes dilantin and phenobarbitol for treatment of seizure disorder (etiology unknown), although pt has not had a seizure in many years. They have no other history of neurological disorders. The bruising occurs with approximately every other injection. They stated that they have bruised since they began insulin therapy, however, the bruising has occurred more frequently since they began using the product in question. Pt attributes excess bruising to improper injection technique. Physician told pt to administer the injections in their thigh, but pt did not realize that they were supposed to use the outer thigh instead of the inner thigh. They rotate their injection sites fequently and change their needles with every injection. They do not take any anticoagulant medications. In direct communication with the reporter's physician they stated that the reporter experiences a vagal reaction whenever they receive an injection. He has witnessed pt lose consciousness for a few seconds during blood draws and injections. The physician told the pt to lie down when receiving injections. The pt's blood glucose levels were normal during the witnessed events.